Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that she went to bed with a blood glucose reading of 250 mg/dl and woke up with a blood glucose reading of 580 mg/dl. She advised that the issue was not an insulin pump nor an infusion set issue, since her blood glucose levels were going down about 100 points per hour. She stated that the issue was due to the amount of carbohydrates she had. She stated that she had counted the carbohydrates accurately and had dosed accordingly, but it may have just been the type of food she ingested. She declined assistance regarding the event. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.